Event description:
A malfunction was reported on a pump where a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the customer in doing so, with no recurrence of the malfunction code after the reset. The customer was advised to continue using the pump and to call back if any issues recur, which they acknowledged and understood.